Event description:
The customer alleges back to back results of 37 mg/dl using advantage strips and 85 mg/dl using comfort curve strips on the same advantage meter. The customer states he was not having any symptoms of low blood sugar. The customer stated he thinks the advantage strips are reading too low and that he was getting a lot errors after dosing on the advantage strips. Controls were not run. Return requested and replacement was sent.